Event description:
It was reported after the patient underwent a lead revision (reference MFR. Report#: 1627487-2015-10005) on (B)(6) 2014, the patient complained of persistent pain in his thigh. During the procedure, it was discovered that the plastic tunneling straw from the patient's original implant had moved to his thigh. The plastic tunnel was removed which resolved the reported issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.